Event description:
Information was received indicating that a smiths medical cadd administration set caused the cadd solis vip pump to alarm "air bubble" in the middle of the night during a parenteral nutrition infusion. This occurred 13 different times between (B)(6) 2020 with different patients and varying lot numbers of cadd administration sets. Various nutrition such as "olimel n7 smothkabiven, clinimix, perikabiven, cernevit, and nutryelt" were being infused during these reported events. The duration of infusions were set to 15 hours. This tubing was connected to port cath ( implantable port) or via the jugular vein. The pumps used during the incident were new. The user noticed the bubbles were microbubbles or large bubbles and then these bubbles stagnated. A flush of the tubing was systematically conducted after the incident. There was no reported adverse event or injury.

Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis. During functional testing it was noted that the sample was received connected to pump solis vip to prime the device; the pump was set running and no alarm was activated, however a leak was detected fleeing from the air vent of the filter. Based on the evidence, the complaint was not confirmed, and no fault was found regarding the reported issue.